Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 8 years and 4 months post implant of this aortic bioprosthetic valve, the patient is being evaluated for a transcatheter valve-in-valve replacement. The reason for evaluation was severe aortic stenosis. Subsequently one month later a transcatheter valve was implanted valve-in-valve. It was also reported that the patient developed shortness of breath and high gradients. No additional adverse patient effects were reported.